Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On 1-apr-2024, it was reported that the patient experienced an occlusion issue with the infusion site. The blood glucose level is exceed over 500 mg/dl and value is high due to correction injection via mdi. No further information available.